Event description:
It was reported the pt had high impedance measurements on all combinations of electrodes 0 and 1. It was noted that the pt was ill and did not respond to unipolar stimulation. Additional information was requested. See manufacturer report # 3007566237-2010-04052 for prior neurostimulator infection issue.

Manufacturer narrative:
(B)(4).